Event description:
The lay user/patient contacted lfs on (B)(6), 2010 alleging inaccurate low reading on their one touch ultramini meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6), 2010 and obtained the following information. On an unspecified time on (B)(6), 2010, the patient tested their blood glucose and obtained a 172 mg/dl and immediately then tested on his other accu-chek meter and obtained a 182 mg/dl. Approximately 15 minutes after testing, the patient exhibited symptoms of feeling clammy, weak, light headed and heart was racing. He claimed the clamminess was that his hands were sweaty. The patient ate more food / drink and did not seek any further medical attention or contact their physician for assistance. The patient claims his blood glucose varies and could not confirm whether he felt that his readings should have been lower or higher based on his symptoms. He claims whenever he usually has these types of symptoms, he just eats and or drinks something. His symptoms went away 25 minutes later. His main concern was that his meter read lower than his accucheck meter. A quality control test was not done since the patient no longer has his test strips. Products were replaced. The complaint is being reported since the patient reportedly obtain a high result and 15 minutes later developed a symptom suggestive of a low blood glucose and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.